Manufacturer narrative:
Patient city: (B)(6) patient country: spain request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set adhesive did not stick. No further information available.